Manufacturer narrative:
The device will not be returned for evaluation. A representative sample was tested and found to perform per specifications. The device history record was reviewed and no non-conformances were found which could have caused the reported event. (B)(4).

Event description:
The physician attempted to insert a sensation plus iab sheathless and was unable to. A mega iab was used to complete the procedure without difficulty. It was reported that the patient expired, however, it was not related to the event.